Manufacturer narrative:
The pump was received with no button response due to the moisture damage on the electronic assembly. There was no blank display or display anomaly noted. There was moisture damage on the motor assembly. There was no vibration anomaly noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had exposed the pump to fluid. Customer's blood glucose was 267 mg/dl at the time of the incident. Customer stated that he jumped into the lake and the display immediately went blank after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that he has syringes and has already treated for the high blood glucose.